Event description:
It was reported the device exhibited non-sustained right ventricular over-sensing. There was an artifact being sensed on the ventricular channel. No device reprogramming was made. The patient was stable before, during, and after the device interrogation.

Event description:
Additional information received that the device was explanted. Patient was stable following explant.